Event description:
It was reported that during delamination of the btm, 70% of the matrix was still attached to the sealing membrane, and the btm had not integrated as expected. It was also reported that the wound bed had a layer of film like tissue instead of neo-dermis. The surgeon refreshed the wound bed and placed a full-thickness skin graft to close the wound.

Manufacturer narrative:
The device was not available and therefore a device evaluation could not be performed. The device history record review of the manufactured lot was performed and there were no non-conformities found to be related to the reported event (the device met specifications upon release). Based on the information received, the cause of the reported event (non-integration) of the btm could not be conclusively determined. A review of the device risk file was completed. The reported event is a known risk which does not constitute a potential new harm or new hazard. The IFU adequately provides instructions for implantation, precautions, and warnings for the proper use and handling of the device. Polynovo could not confirm a deterioration or change in the characteristics or performance, or inaccuracies in the labeling or instruction leaflet of the medical device for the reported event. The reported event is a known risk of the procedure. The rate of the reported event to polynovo is considered low and acceptable. The clinical benefits continue to outweigh the potential risks associated with the use of the device. No trend or deficiency has been identified. Polynovo does not believe that a corrective is warranted. Polynovo will continue to investigate and monitor complaints of this nature. MFR ref #: (B)(4).